Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device l- tubing for the chiller tank was swollen and the diverter had fallen out, replaced the tubing. No issue other than tubing was swollen and needed replaced.

Event description:
It was reported that the arctic sun device l- tubing for the chiller tank was swollen and the diverter had fallen out, replaced the tubing. No issue other than tubing was swollen and needed replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected